Event description:
A follow up call was made and the customer reported being hospitalized with high blood glucose the past december. The customer stated that he was found unconscious. The customer has not been using the insulin pump since the event and would like to return the device. He stated that most of the times when he woke up his blood glucose was over 500mg/dl, and that is why he stopped using it because he does better with the manual injections than the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.